Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to cylinder and reservoir damage. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the patient outcome was reported that the patient got well. The device was explanted due to an allegation of cylinder damage. The ams700 ipp cylinder was visually inspected and functionally tested. A leak was identified near the proximal end of the cylinder body that was the result of fatigue on the inner tube and wear at a fold with avulsion of the outer tube. Broken fabric threads were present. The damage identified would directly affect the functionality of the device and therefore confirm the reported allegation of a device malfunction related to cylinder damage. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. A device allegation against the pump was not reported. The ipp cxm inflate/deflate pump was visually inspected; no leaks were found. System components. Pump: model- 72401110; lot sn- (B)(6); mfg date- 11/29/2012; exp date- 11/27/2017. Reservoir: model- 72404161; lot sn- (B)(6); mfg date- 12/23/2013; exp date- 12/11/2018; gtin- (B)(4).

Manufacturer narrative:
System components: pump: model- 72401110, lot sn- (B)(4), mfg date- 11/29/2012, exp date- 11/27/2017. Reservoir: model- 72404161, lot sn- (B)(4), mfg date- 12/23/2013, exp date- 12/11/2018, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to cylinder and reservoir damage. A patient outcome was not reported.